Event description:
Baxter 3c0156 interlink system y-type blood/solution set with pressure pump. Large bore 4-way stopcock, and extension set was connected to a 14 gauge IV in a left antecubital vein in the pt, and arms were tucked for cardiac surgery (mitral valve replacement). After separation from cardiopulmonary bypass, pt required more transfusion than appeared necessary from bleeding from surgical field. Lowest blood hemoglobin was 5.9, at 14:21. This IV flowed freely, but when it was check for aspiration, air was aspirated. It was shut off until the end of surgery, at 14:53, when the arm could be untucked and inspected. A junction site where the tubing joined into an injection site had come apart. There was no visible tear or slit, just appeared to have come unattached where it should have been permanently attached. The wrapping around the arm was soaked in blood that had bled back from the IV. As a rough estimate, probably 2 units of whole blood had bled back.